Manufacturer narrative:
The investigation is in progress. As no lot information was provided. A device history record review could not be performed. A sample is not expected to be returned. A root cause has not been identified. (B)(4).

Event description:
A nurse reported that when the doctor used the 20 gauge cassettes, bubbles came out of the infusion cannula into the eye. There was no patient harm reported. Additional information has been requested.